Event description:
The lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On 06/06/2006 at 4:45 am the pt obtained a fasting am blood glucose result of 229 mg/dl on the reported meter, using a forearm sample. At that time, the pt was experiencing symptoms of lightheadedness and nausea, which are her normal hyperglycemic symptoms. Based on her regimen, the pt took 7 units regular insulin in response to this meter reading. The pt was an election poll worker that day, and at 7:00 am she started to feel lightheaded and disoriented. She passed out and hit her head on the table, before she was able to test her blood glucose level. Co-workers contacted emergency services, and the paramedics obtained a blood glucose result, using the meter, of 14 mg/dl. The pt was treated with a glucose gel and intravenous glucose. She was revived and transported to the e.r. The pt's blood glucose level in the emergency room was 68 mg/dl. She was monitored for a few hours, and then discharged. The day prior to the event, the pt had obtained a fasting am foream blood glucose result of 112 mg/dl, and she had taken her normal meals and medications. The pt had eaten a half slice of pie for dessert the night prior to the event, which he usually does not eat. The pt's expected fasting blood glucose results are approximately 90 to 110 mg/dl. The pt tests her blood glucose level 4 times per day. The pt taken nph insulin 35 units per day, and regular insulin 4 to 7 units in the morning, dependent upon her meter reading; and actos (pioglitazone) 30 mg pill once per day. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call the pt's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. Although the test strips were expired, the pt took an insulin dose based on the meter reading, became hypoglycemic, passed out, and required emergency medical attention and treatment with glucose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them.